Event description:
Precision tests performed by device user were confirmed to be outside of manufacturer's recommendation (plus or minus 10%). Imprecise readings under certain conditions could have adverse clinical effects.